Event description:
It was reported that the healthcare professional (hcp) requested review of device data to confirm if therapy delivered by this cardiac resynchronization therapy defibrillator (crt-d) was appropriate. Boston scientific technical services (ts) discussed that therapy was appropriate and the device was operating as programmed. However, ts noted an undersensed beat. No adverse patient effects were reported. At this time, this device remains in service.